Event description:
It was reported the product malfunctioned resulting in an edema in the patient's arm. After removal, an abnormal waving on the product was observed.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.